Event description:
It was reported that during unpacking for a stenting treatment procedure a stent damage occurred. A 3.50x32mm promus premier stent was removed from its box when it was observed that the stent was all mangled on the shaft. No damage was seen from the box prior to opening it. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the first 3 rows at the proximal end of the stent were fully crimped and secured onto the balloon. The remainder of the stent is severely stretched and pulled out over the tip. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure a stent damage occurred. A 3.50x32mm promus premier stent was removed from its box when it was observed that the stent was all mangled on the shaft. No damage was seen from the box prior to opening it. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.